Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high right ventricular (rv) pacing thresholds associated with loss of capture within a month of original implant. Subsequently, the patient underwent a revision procedure and the rv lead was explanted. A new lead was successfully placed. No additional adverse patient effects were reported. This product remains in-service.